Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the trochanteric fixation nail advanced (tfna) nail and tfna lag screw was broken after an unknown surgery. The right long tfna nail broke at the junction of the tfna lag screw insertion and non-union was noted. Revision surgery was performed to remove the broken nail. The nail was easily removed and a new tfna nail was successfully implanted. The procedure was successfully completed with no surgical delay. Concomitant device reported: unknown tfna lag screw; (part # unknown, lot # unknown, quantity #1). This report is for one (1) 12mm/125 deg ti cann tfna 360mm/right - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.